Event description:
On (B)(6) 2012, four (4) reports were provided to pfm with similar problems and they were split into four separate cases (ref MDR#203582-2012-00010 through 203582-2012-00013). The distributor had provided info on these 4 reports all on the same day instead of submitting them as info became available. The first case included the following complaint: "cracked port on triple lumen catheter; PICC had to be replaced on (B)(6) 2012".

Manufacturer narrative:
The following reviews were conducted and their respective results were found: there is no impact to current inventory as no further shipments are planned to be sent to the complaint. A review of similar complaints was conducted as far back as 2008 revealed that one (1) similar complaint was reported to pfm in august of 2012 (ref psr00361 / FDA MDR# 2032582-2012-00007). In 2011, pfm manufactured/solid 2,195 6f triple lumen piccs. The risk of "cracked valve" and "catheter leak" was identified in the risk analysis. A DHR review revealed that the quality records for lot #1108-012 are complete and in order. No nonconformities are associated with this lot. The suspected/failed device was not returned to pfm. Therefore, we were unable to test the actual failed device. Instead, piccs from a similar lot were tested. Following 3 days of simulated use, no leakage of fluids was observed. The tested samples all passed; none of the samples leaked when fluids were infused through the infection port. Due to not having the actual failed device for testing, and testing on inventory samples all passed, pfm is unable to determine the root cause of the failed device. Pfm will continue to monitor future incidents of this kind.